Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump did not powered on and there was moisture in the battery compartment. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly. The reporter noted that the issue was not resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Evidence of moisture intrusion was observed behind the display. The battery compartment was found to have cracked below the grip pad with no moisture intrusion found inside the compartment. A leak test showed a leak on the display lens. Additional evidence of moisture intrusion was found inside the pump when it was opened to further investigate. Using the returned battery cap, the pump powered up with the audible and vibratory features. The display was blank due to the internal moisture damages. The investigation was unable to perform the remaining testing due to the blank screen. The investigation was unable to duplicate the complaint, defects related to the power issue were found.